Event description:
(B)(4). "Brain fog," stabbing pain in my lower left side, abnormal thyroid lab test, mood swings, pain in both sides of my abdomen, weight gain, unable to lose weight, "pregnant looking" stomach, constant headaches, chest pain, palpitations.